Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument housing had one lever was missing, and the housing was broken with pieces missing. The chassis was undamaged. It was concluded that the damage was likely due to mishandling/misuse. Failure analysis investigation also found the following instrument damages: the instrument housing had three out of four snaps broken, and all four housing pins were broken off. It was concluded that the damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The instrument's main tube exhibited a deep scratch with insulation material missing. No other damage was found. The damage to the instrument found during failure analysis investigation do not constitute a reportable event; however, the main tube damage with material missing, which was found during failure analysis evaluation, could likely cause or contribute to an adverse event, if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a da vinci maryland dissector instrument, a metal clip was observed to be missing. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.